Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the field representative was called to interrogate this pacemaker as the physician suspected that the slack on the right ventricular (rv) lead had changed. The rv pacing threshold measurement was 0.7 volts and the amplitudes and pacing impedance measurements had not changed. Under fluoroscopy, it was discovered that the pacemaker had moved downward from the original implant position and was pulling on the rv lead. A revision was performed and it was confirmed that the rv lead tip was still fixed into the heart wall and had not moved since implant. The pacemaker was successfully repositioned and the adequate amount of slack was ensured. No additional adverse patient effects were reported. Testing performed days after the procedure confirmed all normal measurements.